Event description:
Additionally the investigation found downstream occlusion sensor (dso) failure. It was reported that the device failed cadd remediation 1.2.4 software needed.

Manufacturer narrative:
Received one device. Visual inspection found no damage, customer original issues of software needed was confirmed. Additionally, the downstream occlusion sensor (dso) failed., this replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.